Manufacturer narrative:
Corrected data: corrected implant date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight reported as (B)(6). Date patient pain and infection began is not known. Number 510k: this report is for an unknown 3.5mm lcp pilon plate. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was brought to the operating room (or) for removal of hardware from the left pilon on (B)(6) 2017. The patient was complaining of pain in the left lower extremity. Computed tomography (CT) scan confirmed non-union of left pilon. Inflammatory markers elevated. Infection suspected. On (B)(6) 2017, the patient fell from ladder in garage. Grade 3 open pilon fracture and fibula fracture left leg. Comminuted fracture of right calcaneus. On (B)(6) 2017, the surgeon received the patient transferred from another hospital with an external-fixation (ex-fix) already applied to left lower extremity. He performed irrigation and debridement (I&d) and ex-fix adjustment. On (B)(6)2017, the surgeon performed the open reduction internal fixation (orif) left anterior pilon. On (B)(6) 2017, the orif left posterior pilon and fibula shaft, and on (B)(6) 2017, the orif right calcaneus. Removal of hardware from the(B)(6) 2017 procedure included: six (6) screws and one (1) 2.7mm variable angle locking compression (va-lcp) plate from the posterior pilon. The surgeon then removed a 3.5mm locking compression (lcp) t-plate 7 hole shaft from anterior pilon in addition to 7 screws and 2 washers. Most of the hardware was sent to pathology as cultures to confirm infection. The anterior tibial compartment contained a fluid described as "pus" by the surgeon. Fibula hardware remained in patient. The patient was placed in a split. The surgeon is planning to discuss future options with patient, including ankle fusion. All hardware was intact and removed without delay or harm to patient. This report is for one (1) unknown 3.5mm lcp pilon plate this is report 3 of 4 for (B)(4).